Manufacturer narrative:
UDI (di): (B)(4). No related complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. Insulation abrasions were noted at 35.9 cm to 36.1 cm and 36.8 cm to 37.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.